Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit is nonconforming. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The complaint record is non-reportable, as the information provided (user error) does not meet the criteria of a reportability per the FDA guidance section 2.6 user error. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.